Manufacturer narrative:
Diopter: +3.00; concomitant medical devices: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation method: lens work order search/lens evaluation. Evaluation results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found the lens optic torn in half. Small piece of the optic is torn off and missing. There was evidence of clear dry surgical residue on optic surface. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aq5010v +3.00 three piece silicone lens in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to refractive error. Further information was requested but none has been forthcoming. A supplemental will be submitted when additional information is available.

Manufacturer narrative:
Method: device history record review, medical review results: based on the DHR review, the probable root cause is user error; calculation error to determine the correct selection of lens. There were no documented issues and concerns with the manufacturing and inspection processes which may cause diopter errors. Per medical review: reportedly, 3-piece silicone iol (+3d) was explanted on the first post-op day to address residual refractive error. No reported problem with the lens or loss of bcva prior to explantation. According to attached patient card, this lens was used as piggyback lens ( "secondary iol"). Per dfu indications: "the silicone 3p iols are indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by extracapsular cataract extraction" and therefore, there is no data to support use of this lens as a piggyback iol. (B)(4).